Manufacturer narrative:
On october 01, 2019, we confirmed that this complaint event was duplicated in our system and has been cancelled in our database. Please note that all relevant information for this complaint was captured and submitted under mfg report#: 2249723-2019-00916.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge representative, the cs300 intra-aortic balloon pump (iabp) had lines running horizontally through the display. There was no patient involvement, and there was no adverse event reported. On october 01, 2019, we confirmed that this complaint event was duplicated in our system and has been cancelled in our database. Please note that all relevant information for this complaint was captured and submitted under mfg report#: 2249723-2019-00916.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the display and the lines went away. The fse completed the scheduled pm on the iabp, and all functional and safety tests were passed to factory specifications. The iabp was then returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge representative, the cs300 intra-aortic balloon pump (iabp) had lines running horizontally through the display. There was no patient involvement, and there was no adverse event reported.